Event description:
On (B)(6) 2013, the pt underwent a trial procedure to receive two leads from the same lot. During the procedure, the pt began to experience pain and discomfort after the leads were placed. As a result, the leads were removed and the procedure was abandoned. The pt will follow-up with an sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.